Manufacturer narrative:
Customer contact reports no patient information available. The reported event was confirmed with the customer. It was recommended to check the wiring harnesses to the acb board and re-seat the connector. Customer instructed to call back if the issue is not resolved.

Event description:
The hospital reported the unit had an error that results in a system required restart. There was no report of patient involvement.